Event description:
It was reported during an implant procedure that low lead impedance, loss of sensing and loss of capture was noted on a right atrial lead post implant after the lead was sutured. The physician removed the suture from the lead and it was observed that the suture sleeve was not intact. Further, insulation breach was observed during visual examination of the right atrial lead. The right atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of loss of capture, loss of sensing, low lead impedance, outer insulation damage and suture sleeve damage were confirmed. A complete lead measuring 52.0cm was returned for analysis. Visual examination found that there was suture sleeve damage and outer insulation damage. The outer and inner coils were bent due to over tied suture sleeve. Analysis also noted that the inner insulation was also damaged at the suture tie region. The cause of reported event was isolated to damaged inner insulation at the over-tied suture sleeve region.